Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal area pain, pain during intercourse, persistant urinary incontinence, frequency/urgency to urinate, mesh erosion, reoccurrence of prolapsed, abnormal vaginal bleeding, abnormal bowel movements along with severe bowel pressure, and the need for additional surgery. No further information has been provided.